Manufacturer narrative:
(Other, medical intervention) - other, lack of info no cds, films or operative reports were provided. Results: rash.

Event description:
Four endeavor drug-eluting coronary stents were successfully implanted into a pt for the treatment of an unk lesion. (MFR report # 2953200-2009-00038 - 00041). The vessel morphology was not reported. Unk if lesion was pre-dilated. It was reported that the pt was recently diagnosed with myelodysplastic syndrome; while being treated, the pt developed a severe pruritic generalized body rash. The rash occurred several weeks after the endeavor drug-eluting stent implantation. A skin biopsy was performed and revealed superficial peri-vascular chronic inflammation. The pt was placed on prednisone. The pt's cardiac physician did not think the rash was related to stent implant. No add'l clinical sequelae were reported and the pt condition is unk.